Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise and high pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise, high capture thresholds and high pacing impedance on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes on 17 mar 2022 the physician capped and replaced the right ventricular lead. Patient was discharged from the hospital after the procedure.